Event description:
It was reported that the right ventricular (rv) lead impedance had increased from about 600 ohms to 1061 ohms. Also, the rv lead threshold had been increasing and was at 2.75 volts at 0.64 milliseconds. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).